Event description:
During a trochanteric fixation nail (tfn) procedure of the left hip, the surgeon was using the helical blade inserter and it appeared to be broken as the handle kept spinning around as the surgeon was trying to position the nail. The surgeon inserted the nail, and as he was impacting the helical blade coupling screw, the top broke off. The piece was retrieved and the nail was inserted. Also during the procedure, the locking bolt measuring device fell apart. It was discovered that a ball bearing was missing. It was not in the pt. This complaint is on the helical blade. This is report 2 of 3 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The helical blade coupling screw was returned with the knob broken off. The measurable dimensions were within print specification. All records indicate the product was manufactured to specifications.